Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator displayed ventilator inoperative message. The ventilator was not in use on a patient at the time the event occurred. A third party biomed inspected the device. The biomed checked the ventilator and found a setting lock message in the lower screen. The condition was reported to be intermittent. The biomed reinstalled the software and the ventilator passed all testing and operates within manufacturing specifications.

Manufacturer narrative:
Corrected sections.